Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: a review of the basal history for the date of the complaint appeared to be inaccurate due to the temp-basal program being manually programmed, and a prime performed. The pump was exercised for 12 hours with a 1.0 unit per hour basal rate and at the end of testing the basal history correctly showed 1.0 unit and the total daily dose showed 12.0 units. The alleged basal history recording defect was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the recorded basal history did not match the active basal program. There was no obvious reason for the variation between the two. This complaint is being reported based on the allegation that the pump did not appear to be recording deliveries as expected. There was no serious injury associated with this complaint.